Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient had stage 3 lung cancer just finished treatment on (B)(6) 2025, had radiation every day and chemo every week. Went to the hospital his stats was 70 he went to the ER and was told he has community aquired pnemonia, he was placed on a ventilator and stayed on the vent until (B)(6) 2025 labs looked great. Patient was hospitalized and passed away on ventilator support. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient had stage 3 lung cancer just finished treatment on (B)(6) 2025. He had radiation every day and chemo every week. He went to the hospital. His stats were 70. He went to the ER and was told he has community acquired pneumonia. He was placed on a ventilator and stayed on the vent until (B)(6) 2025. Labs looked great. Patient was hospitalized and passed away on ventilator support. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. This pr is being closed at this time since no report is required. The product UDI in box d has been updated.